Event description:
It was reported that the patient had replacement surgery done on (B)(6) 2014 and it did not work at all. They replaced it with the one the patient had now on (B)(6) 2014. The patient did know exactly what was wrong with the implant, just that they couldn¿t get it to program right. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# va0ee47, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).